Event description:
It was reported that the pulse generator exhibited loss of ventricular capture. The patient experienced syncopal seizures. The emergency vvi button was pressed and pacing continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.